Event description:
It was reported the patient's ipg was causing discomfort due to the patient losing weight. The ipg site also appeared to be visually bruised. The physician planned to relocate the ipg to another site; however, during the procedure, fluid was found inside the ipg pocket. A culture and gram stain were performed. The gram stain results were negative and the culture results are unknown. The ipg was explanted and a new ipg was placed in the left abdomen. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected devices were reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. The device as received functioned and communicated with all lab utility. It drew idle current within specification. There is no alleged device failure to meet specification. The event cannot be confirmed through product analysis testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.